Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to a depression while in vivo. Products: 5076-58 implantable pacing lead: 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient felt faint. During follow-up, the leads were observed with noise and there was no pacing on the leads. Initially, programming was performed. Subsequently, the leads were explanted and were replaced with a competitor product. No patient complications have been reported as a result of this event.